Event description:
It was reported to philips that the device has a battery failure. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device has a battery failure. There was no patient involvement. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.